Event description:
A physician reported a patient who was treated on 10/28/1996 in the right nasolabial fold, glabella, and perioral lip lines. At the time of the treatment, cyanosis was noted which extended from the glabella toward the hairline. Ice was applied. When the patient left the office, the cyanosis remained. On the night of 10/28/1996, the patient reported by telephone that the cyanosis was "better". The physician believed the patient may have had a vasospasm. Follow up information received on 05/20/97 was that the patient was last seen on 03/27/97; the symptoms resolved on 01/18/97 and no intervention was required. The patient believed there was a slight indentation and residual redness at the involved area. The physician believes it was unlikely that the patient experienced a tissue breakdown.